Event description:
This case was an open l3-l5 intraop psf done in order to backup a 2 level alif. A second oarm spin was performed once all screws were placed in order to make sure they were all in a good place. Five of the six screws looked great, but l3 right missed lateral by ~1 screw diameter. I was surprised when I saw this because I did not notice anything that would indicate the screw deviating that far while we were placing it. This was the surgeon's second case and his first in a few months. I also think it was the first time doing a midline incision with the robot. The rep and I tried to get him to do bilateral wiltzes by telling him that we would be fighting the incision the whole time, but he was set on doing screws open. When planning the screws, we medialized the heads in order to help fit inside the incision (all screw angles were around 10 degrees off midline or under). We advised the surgeon that medializing the heads can create greater skive risk and that we would walk him through using the high speed power drill as this was his first time. The surgeon was receptive to the direction we were giving him and seemed like he was understanding. However, the screw that missed was only the second one he placed, so was still much room to improve even in the scope of just this one case. This was also his first open case. His incision was excessively small for a robot case, so they had to retract that much more to clear the skin. I talked them through retracting on the skin, having his pa hold that same pressure while watching the offset meter in order to check himself, resettling the arm, then going in with an instrument. It is possible that in my talking them through all this I could have looked to their hands at the wrong time and missed the offset meter at a critical moment. However, I did not think about it in the moment because the instruments were tracking all according to the mid-pedicle plan. Because all of our instruments looked like they were tracking well, the offset meter stayed low since I had him resettle the arm after every instrument, and the force meter was low, I was fairly shocked that l3 right went lateral. Also, it cleared at 39 when the surgeon stimulated the screws (this was before the confirmation spin). When seeing that the screw went lateral, I initially thought that it was a navigation integrity issue. I especially thought this could be the issue because the pa was retracting on the skin towards the drb and could have bumped it. In fact, he did later, so we ended up having to respin to replace that one screw and finish the case (ended up going in the right spot, so the patient is safe). I thought about it more and figured that this screw missing was most likely not a navigation integrity issue because all of the other screws that we placed after this one looked safe when we examined them under the confirmation spin.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Our engineering evaluation determined there was no system malfunction. Investigation of the case logs revealed that the root cause for the reported issue was user technique. The user was alerted to a possible shift in the drb (dynamic reference base) or surveillance marker. This warning was presented to the user multiple times during navigation. The user manual instructs the user to perform periodic landmark checks and re-image the patient if necessary to ensure navigation integrity. The remainder of the case was successfully completed using the system once the issues were resolved and there was no adverse impact to the patient. The cause of the reported issue was traced to user technique.